Event description:
I had a birmingham hip resurfacing, manufactured by smith and nephew, implanted in 2010. I am now (B)(6), and will be having a revision surgery in a couple of weeks due to pain, very high cobalt and chromium blood levels, and skin rashes. I will be having the revision done by the same surgeon who did the resurfacing, dr. (B)(6) of hospital (B)(6). I do not believe that I am having the same problem that so many other people are having with their metal-on-metal hips, but I have no chance for compensation, and smith and nephew can't be penalized, due to the PMA they received by you in 2006. I was told I would get 15-20 years out of this hip, and that I wouldn't need a total hip until I was well into my 50's. Now I will be (B)(6) with a total hip. This seems so unfair, and from the research I've been doing, I see I am far from alone. How can they not be held liable for the injuries they are causing? I've lost a good portion of my adult life to hip pain, and I have no relief from a company that markets their product to the people who are too young and active for total hip replacements.